Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during manual measurements of the ventricular threshold using the mobile programmer, a loss of capture on the implantable pulse generator (ipg) occurred prompting the release of the test button. It was then noted that the mobile programmer application displayed a diagnostic message indicating that an unexpected error had occurred, during which ventricular pacing did not occur for a brief period and the patient experienced dizziness. Troubleshooting steps were taken to include re-initiating the interrogation which resolved the issue. The mobile programmer remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event. .